Event description:
It was reported that the ilet touchscreen cracked and became unresponsive, and a replacement was arranged while blood glucose management was reported as unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health or need for medical care. Investigation included review of the device history and device use information, with return of the original device requested for further assessment. Investigation of this case revealed a damaged display assembly consistent with physical damage to the user interface, with functionality loss attributed to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.